Manufacturer narrative:
The lens was returned for evaluation. The lens was cut in two pieces (approximately half). Visual inspection at 10x microscope magnification was performed. Residues of viscoelastics were observed on the lens pieces. The reported issue of lens damaged was verified, however difficult to use could not be verified. The manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional complaints for this order number have been received. The directions for use (dfu) were reviewed. The dfu adequately provide instructions and precautions along with warnings for the proper use and handling of the device. The reported issue was verified. As a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
The lens was not fully implanted. The lens was inserted and removed during the same procedure. All pertinent information available to abbott medical optics has been submitted.

Event description:
A customer had trouble injecting the intraocular lens (iol) with the cartridge in the left eye of the patient. The cartridge was notably stiff on closing. The surgeon went to engage the plunger, passed the iol, pulled it back and started to advance it. The surgeon noticed the iol was crimped, so he removed the iol from the eye and a new iol and cartridge were obtained. There was no untoward outcome for the patient. No additional information was provided to abbott medical optics.